Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
History of pseudoexfoliation glaucoma and pseudophakic prior to consultation. Iops in low 30s. Had iop 8 post op day 1 however with flat ac and kissing choroidals. Ac reformation multiple times however continued to have shallowing requiring a tube revision (ligation suture and stenting with 5-0 prolene) which stabilized her anterior chamber